Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, lens was defective. The iol was removed and replaced subsequently for an unknown replacement lens during initial implantation procedure and procedure was completed on the same day without any harm to the patient. Additional information has been requested but is not available at the time of this report.